Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the distal end of the flute was found to be damaged, however it was not broken. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during torquing.

Event description:
It was reported that the tip of the 30mm tap, ar-9621-30t, broke off during a shoulder arthroplasty procedure. All parts were retrieved and the surgeon was able to complete the case without further complications.